Event description:
It was reported that the patient's stimulator stopped working. The patient was coming in for an appointment on the day of the report because the stimulator stopped working. The health care professional (hcp) was wondering if the battery could be depleted and what troubleshooting could be done. The hcp did not know if the patient stopped feeling stim or if the patient noticed a change in symptoms. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. (B)(4).

Manufacturer narrative:
(B)(4).